Event description:
Per the clinic, the patient experienced no sound perception and loss of connection to the internal device subsequent to a head impact on (B)(6) 2025. The patient also developed pain and swelling around the implant and magnet site. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction d6a: correct date of implant is (B)(6) 2021, not (B)(6) 2021, as previously reported in the initial report [6000034-2025-02436]. Per the clinic, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.